Manufacturer narrative:
The pump passed the delivery accuracy test. The keypad connector was fully locked. The motor passed the motor test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had an intermittent button response due to flattened esc button dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their levels were as high as 400mg/dl, but dropped as low as 23mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. The customer states the pump was worn around MRI. The customer was advised the pump would be replaced and returned for analysis.